Event description:
Continuous air in line alarms on pump despite clearing line and no air bubbles present causing norepinephrine interruption. Patient's bp (blood pressure) dropped from map >65 (mean arterial pressure) to map around 60 during alarms. New pump on backup obtained and utilized, no additional harm to patient.